Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited oversensing resulting in pacing inhibition and inappropriate shock. In addition, this atrial implantable lead dislodged. Both leads and the device were explanted. A competitive lead was placed in the atrium. A new device and defibrillation lead were implanted. All products were returned.